Manufacturer narrative:
(B)(4). Investigation summary : the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger and the y-link was cracked. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that, during an unknown procedure, the generator output suddenly changed when an electrical scalpel was used during use. Eventually, the generator was replaced. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.